Event description:
A lead malfunction was suspected.

Manufacturer narrative:
No medwatch form was received the sensing coil was fractured near the connector ring. The area of the fracture indicated increased stress and acceler- a ted fatigue. The inner insulation was damaged in this area and the coil was short circuited due to the fracture. The outer insulation and the blue etfe insulation were abraded, due to friction with the ICD can. The metal wires of one of the rv cables I in the area of the abrasion were melted and fractured due to being exposed.